Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's buttons were stuck and did not react. The customer stated the insulin pump was not dropped or exposed to moisture. Customer stated they have reset the insulin pump, but the buttons did not respond. The customer's blood glucose was 108 mg/dl at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump received with no button response due to an unlocked lcd keypad connector. Unable to perform the displacement test due to no button response. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.